Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high, high voltage lead impedance was detected on the right ventricular lead. No additional information was provided.

Event description:
New information received indicated that device reprogramming was made to address the high, high voltage lead impedance. There were no adverse health consequences, the patient was stable.